Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle 21ga 2in contained foreign matter. The following information was provided by the initial reporter: " we believe there is a black spot on the needle, which is not good for the patient. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-13. H6: investigation summary: a device history record review was completed for provided potential lot numbers 201101 and 191110. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, forty-two packaged microlance needle samples and one unpackaged microlance needle sample were returned for evaluation by our quality engineer team. All of the needles were visually examined and no black particles, as reported in this incident, could be identified on any of the needles provided. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported issue. H3 other text : see h10.

Event description:
It was reported that bd needle 21ga 2in contained foreign matter. The following information was provided by the initial reporter: " we believe there is a black spot on the needle, which is not good for the patient. "